Event description:
It was reported that the ilet touchscreen began separating from the device housing while the device continued to function, consistent with a device fracture involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with the touchscreen component consistent with a fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.